Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2019-(B)(6) 2020. If explanted; give date: unknown/not provided. The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye as the patient was very unhappy with the visual experience. Further information was provided and it was learned that the patient was still unhappy with the visual outcome with the replacement lens, therefore, explanted and replaced with another lens with a different surgeon at another facility. No further information was available. Patient had the original lens and replacement lens explanted. This report captures the replacement lens. A separate report is being submitted for the original lens.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.